Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative with an indication of lumbar degeneration in need of lumbar degeneration surgery used in spinal therapy. It was reported that the plug screw slipped. There was no delay in overall procedure time reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.